Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged there was a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 26-jan-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/11/2018 with the following findings: review of the black box data revealed evidence of partially-discharged battery installed in the pump on the date of the complaint. On investigation, the pump powered on with the returned battery cap, which was able to fully tighten. There was no evidence of moisture contamination inside the battery compartment. Electrical current draws were within specifications. There was no damage, defect or contamination of the pump¿s interior components. A "battery life" issue was not duplicated during investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.